Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va05848, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. The initial MDR was filed as MFR report # 3007566237-2013-00860. Additional review indicated the correct manufacturing site was site (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking, jolting, or "jabbing" sensation and had urgency at night. It was stated that the patient was changing programs on their own, while their healthcare provider (hcp) indicated they "should not need to change programs." The caller stated that she "switched to program 4 at 0.9 volts and the patient was not feeling stimulation. It was noted that the patient felt the "jabbing" sensation at program 3 and 0.7 volts, which was turned down from 1.1 volts the day prior. Reportedly, at 0.7 volts the patient still experienced frequency symptoms that night, but had a pad on the day of report and it was still dry. It was noted that the patient changed to program 4 at 0 volts on the day or report and was no longer in pain and the "jabbing" sensation was gone. The caller also stated she thought stimulation "may have been turned off last night which could explain frequency during the night." The patient was redirected to their hcp and if additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the ¿jabbing¿ sensation had subsided. The patient would feel this sensation when stimulation was turned ¿up too high¿ and it would resolve when settings were lowered. It was indicated the patient was getting 50% relief. The patient had been reprogrammed about a month previous to the date of this report. No falls were reported and it was indicated the device was working as expected. Two weeks later, it was noted the nurse had been working with the patient trying several new programs in search of comfortable settings. A second follow up report will be sent if additional information is received.